Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found all conductors were broken 20.1 cm from the distal end.

Manufacturer narrative:
Analysis results of the lead were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# unknown, explanted: (B)(6) 2016, product type: lead.

Event description:
A health care provider (hcp) reported via the company representative (rep) that there were impedance issues on the lead, no more stimulation possible, and return of pain. It was unknown if there were any external factors that contributed to the event. Troubleshooting was performed, impedance test with all results over limit. The action taken to resolve the issue was replacement of the lead through another surgical procedure. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.